Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a react-71 aspiration catheter that was damaged and broken during a thrombectomy procedure. The patient was undergoing a thrombectomy procedure using the adapt technique via femoral artery access to treat ischemic stroke basilar artery infarction/embolism. Patient's vessel tortuosity was normal. The access vessel diameter was 11mm. It was reported that the devices were prepared and catheter flushed as indicated in the instructions for use (IFU). During the procedure, the react-71 catheter was pushed to go upper at the lesion site and suction was performed for thrombus removal. After on suction, angiography showed an abnormality. The catheter was withdrawn and it was noted that the "tip end developing coil" had fallen off the catheter. It was suspected that this was blocking the patient's posterior cerebral artery. The surgeon tried to remove it at that time but was not successful initially. It was additionally noted that the catheter was crushed/kinked/damaged. Subsequent angiography showed the posterior cerebral artery well so the catheter was replaced and the procedure continued. After one more suction, the thrombus was successfully removed and the procedure was completed with no patient symptoms, injury, or additional complications noted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported there was no friction during delivery or retrieval of the 1st pass. The patient did not have vessel stenosis proximal to the thrombus site. The patient did not experience any vasospasm during the procedure. The surgeon had used react68 more and had certain ability to evaluate the selection of thick outer diameter catheters. Baseline: nihss 15 ,tici preoperative 0. The patient was currently in the intesive care unit (ICU). The broken catheter tip.marker is still in the patient's body. The surgeon had no plan to remove it in the future. The surgeon reported that the fallen tip was parallel to the blood vessel and was located at a relatively far position, so there were no plans for further treatment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis: as found condition: the react-71 catheter was returned for evaluation inside a biohazard bag and a shipping box. Visual inspection/damage location details: the distal tip and marker band were found to be separated and missing from the catheter. The catheter body appeared to be stretched at 3.0cm to 7.5cm, and kinked at 46.5cm and 77.6cm from the distal tip. No flash or voids molded were observed in the hub. Testing/analysis: the usable length of the catheter was measured to be within specifications. The catheter was flushed with water and found to be patent. The catheter was tested with an in-house 0.050" mandrel through hub with no issues. However, it got stuck at 77.6cm from the distal tip. No other anomalies were observed. Conclusion: based on the analysis findings, the customer complaint was confirmed, as the catheter distal tip and marker band were found to be separated and missing from the catheter. Additionally, the catheter body was observed to be stretched and kinked. These damages suggest that a high force was applied. The customer reported that there was no resistance during delivery and that the vessel tortuosity was normal. The cause of the damages could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.